Manufacturer narrative:
(B)(4). The lot was manufactured from january 29, 2015 ¿ january 30, 2015. The device was received for evaluation. Visual inspection via the naked eye noted a ruptured reservoir. Microscopic inspection of the reservoir noted a marking located on its exterior surface, near the rupture line. The reported condition was verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the condition could not be determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume folfusor ruptured. This occurred during filling with sodium chloride solution. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.